Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, the sleeve falls off of an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 25-jun-2025. Investigation summary : bd received one sample for investigation. During the visual inspection, the sample failed because the sleeve was not covering the np cannula of the device. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: sleeve fall off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, the sleeve falls off of an unspecified number of devices. No adverse impact was reported regarding the patient or user.